Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - patient was implanted with two non-davol/non-bard devices during a surgical repair procedure. On (B)(6) 2010 - patient was implanted with another non-davol/non-bard device during a second surgical repair procedure. On (B)(6) 2013 - patient was implanted with both a non-davol/non-bard device and a bard/davol xenmatrix graft during a recurrent cystocele repair procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's operative note only. Without a lot number a review of the manufacturing records could not be conducted. If addtional event and/or evaluation information is obtained, a follow up MDR will be submitted.